Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('my uterus was inflamed bad') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), pruritus ("itching and burning feeling"), burning sensation ("burning"), weight fluctuation ("loss and gained and am struggling to lose"), polycystic ovaries ("pcos"), dysarthria ("slurred speech"), rash macular ("red spots on arms and boobs"), dry skin ("dry spots"), immune thrombocytopenia ("diagnosed with itp") and alopecia ("hair loss"). The patient was treated with cholecalciferol (vitamin d3) and surgery (vaginal hysterectomy/tube removal). Essure was removed. At the time of the report, the uterine inflammation, pruritus, burning sensation, weight fluctuation, polycystic ovaries, dysarthria, rash macular, dry skin and immune thrombocytopenia outcome was unknown and the alopecia had resolved. The reporter considered alopecia, burning sensation, dry skin, dysarthria, immune thrombocytopenia, polycystic ovaries, pruritus, rash macular, uterine inflammation and weight fluctuation to be related to essure. Concerning the injuries reported in this case the following were reported via social media- uterine inflammation, pruritus, burning sensation, weight fluctuation, polycystic ovaries, rash macular, dry skin, immune thrombocytopenic purpura, slurred speech quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new events red spots on arms and boobs, dry spots, diagnosed with itp, slurred speech were added. New reporters were added. Fu 6,7,8 , 9, 10 processed together on (B)(6) 2020: fu 6,7,8 , 9, 10 processed together. On (B)(6) 2020: fu 6,7,8 , 9, 10 processed together. On (B)(6) 2020: new event "alopecia", treatment drug and reporter were added. Fu 6,7,8 , 9, 10 processed together. On 23-mar-2020: fu 6,7,8 , 9, 10 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('my uterus was inflamed bad') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), pruritus ("itching and buming feeling"), burning sensation ("burning"), weight fluctuation ("loss and gained and am struggling to lose") and polycystic ovaries ("pcos"). The patient was treated with surgery (hysterectomy/tube removal). Essure was removed. At the time of the report, the uterine inflammation, pruritus, burning sensation, weight fluctuation and polycystic ovaries outcome was unknown. The reporter considered burning sensation, polycystic ovaries, pruritus, uterine inflammation and weight fluctuation to be related to essure. Concerning the injuries reported in this case the following were reported via social media- uterine inflammation, pruritus, burning sensation, weight fluctuation, polycystic ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.